Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. There was no report of patient impact.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: d4. Medical device lot #: 3317302. D4. Medical device expiration date: 31-jul-2024. H4. Device manufacture date: 13-nov-2023. D4. Medical device lot #: 4008530. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 08-jan-2024. D4. Medical device lot #: 4003711. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 03-jan-2024. D4. Medical device lot #: 3261565. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 18-sep-2023. E1. Additional phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, twenty (20) retention samples per batch (3261565, 3317302, 4003711, 4008530) from bd inventory were evaluated by functional draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. There was no report of patient impact.